Event description:
The patient suffered an ischemic stroke after post-dilatation of the precise stent. A conquest balloon was used for post-dilatation. The angioguard was still in place when the patient's symptoms began. As the patient had minor residual after recovery, the event was deemed an ischemic stroke by the physician, unrelated to the products, related to the procedure. The patient was seen recently for follow-up and is said to be 95% recovered.

Manufacturer narrative:
The product was not returned for analysis. Facility did review the device history records relative to the manufacturing, inspecting and packaging of lot 06993742, which corresponds to cordis lot number 70108532. This packaging lot contained units, which were shipped on march 20, 2008. The history records indicate this product was final inspection tested at facility and was determined to be acceptable. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. The act of post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure, may have contributed to the reported event. There is no evidence to suggest that the event is related to the design or manufacturing process of the device. This is one of two products used during the same procedural setting. Please reference MFR. Report # 9616099-2009-01749.